Event description:
Mattress inspections performed in accordance with vha safety alert al24-01. 5 of 5 linet protevo se mattresses were found to be grossly contaminated. Dialysis needle punctures were observed on lateral aspects of the mattresses, however, the majority of contamination appeared to be in the center of the mattresses. Reference report#: mw5161480, mw5161482, mw5161483, mw5161484.